Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6). Reports an event as follows. It was reported that on (B)(6) 2021. That the drill broke while trying to place the 1.5mm screw. The split end was left inside the patient. The procedure was completed successfully with no delay. Concomitant device reported. Unk screw. Part# unknown. Lot# unknown. Quantity. 1 unk drill part# unknown. Lot# unknown. Quantity. 1 this report is for one (1) 1.1mm drill bit mqc for threaded hole 56mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.130.202, lot: f-23020, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18.september 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Used raw material and correct hardness is documented in certificate of conformity by the supplier. Visual inspection: the drill bit ø1.1 l56/39 f/core hole (p/n: 03.130.202, lot number: f-23020) was received at us customer quality (cq). Upon visual inspection tip of the drill bit is broken and the broken fragments are not returned. No other issues were identified with the returned device. However embedded device could not be confirmed as the image provided doesn't show anything embedded. No x-rays provided to show embedded device. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: diameter of the shaft: conforming. Document/specification review: the following documents were reviewed: drill bit ø1.0-2.0mm, 56/39mm, drill bit for mini quick coupling (current and manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tip of the device is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through 11feb2021.the image(s) was reviewed, and the complaint condition(s) of broken and embedded device could not be confirmed as the image provided did not provide enough clarity to show broken and no x-rays provided to show embedded device. As the instruments) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.130.202, lot: f-23020, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: september 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Used raw material 1.4112 and correct hardness is documented in certificate of conformity by the supplier. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.